Event description:
Have continually felt scratchy throat. Wake with headache sob daily. Using CPAP everyday. Bp staying in 120/. And 130/ s. Blood pressure going up 196/96 now that CPAP not available. Filter I had in machine is black. FDA safety report ID# (B)(4).